Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurses station (cns) started boot looping while in patient use. They plugged it into a dummy switch, but the cns continued to boot loop when trying to go into the software. The bme tried only connecting the display and network cable in case of an issue with a usb device, but the same results occurred. No patient harm was reported. Investigation summary: evaluation of the returned device was able to duplicate the reported issue of boot looping. To resolve the issue, the hdds of the cns need to be replaced. This would indicate that there was an issue with the original hdds. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) started boot looping while in patient use. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) started boot looping while in patient use. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurses station (cns) started boot looping while in patient use. They plugged it into a dummy switch, but the cns continued to boot loop when trying to go into the software. The bme tried only connecting the display and network cable in case of an issue with a usb device, but the same results occurred. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.